Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began in january or february. Patient stated they met with their medtronic representative yesterday to readjust their stimulator and patient stated they told the rep about the charging issues and the rep  advised the patient to call patient services for further assistance. Patient noted that the rep also told them that their equipment was not working properly and to have something potentially replaced. Patient reported that their charge sessions will randomly stop and their recharge quality will only say recharging sometimes; patient followed up saying that when the quality is only recharging that the implant is not actually charging. Patient stated that once in a while they will get the batteries low replace controller batteries soon message and also a message that tells them to contact medtronic. Patient mentioned that charging takes forever and that they have to charge every day and sometimes even twice a day. Patient reported that the rep  told them that their programs are not set up for them to have to charge every day. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Agent had the patient start a charge session; patient stated they were recharging excellent but that they will eventually be switched to just recharging. Shortly after, patient noted that they were just recharging and that the implant charge did not increase at all and stayed at 70%. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger, product ID 97745, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they were reprogrammed and have to charge their ins every 24 hours which is more frequently than they had to charge previously. Caller commented that their settings aren't that high. Caller also stated that in turn, they have to charge their controller more often and said that a message displays on their controller about the controller battery. Pt was unsatisfied with how often they need to charge their ins. Technical services (tss) explained that if they need to charge their ins more often then they will need to charge the controller more often.  Tss reviewed information and redirected to hcp.

Event description:
Additional information was received from the patient. They reported that they were still charging every 24 hours and they have notified the rep .

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger, product ID 97745, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.